Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had 3-4 falls on the stairs this year, and from the last 3 nights the patient had woken up due to severe pain and burning sensation from where the stimulator was at. Caller stated that the patient's last fall was in april or june, and symptoms only arose within the last 3 days, and the burning sensation started few days ago, and went away last night but the pain was severe, and the pain was above 10. Caller stated that the patient's implanted device had not been checked by the doctor since they had the fall, and they had scheduled a video call appointment with their healthcare provider (hcp) at 9am. Agent reviewed that the pain that the patient was having might still be caused by the fall that the patient had, and recommended to have the implantable system checked by their hcp for any damage. Caller stated that they will call back after they talk to the hcp today.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.